Manufacturer narrative:
Updated information can be found in the following fields: g3, g6, h2, h3, h6, and h10. Intuitive surgical, inc. (Isi) has not received the vessel sealer extend instrument that was used during this event. However, isi did receive the integrated electro surgical unit (iesu) involved with this complaint and completed the evaluation. Failure analysis could not reproduce the reported issue with the iesu that was used during this procedure. The unit energized and cauterized, and all ports recognized instruments. The unit was tested with a vessel sealer and available test equipment. The generator energized the vessel sealer and no errors were observed. In addition the unit passed the technical safety check.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the information provided, the cause of the intra-procedure complication cannot be determined. The vessel sealer extend instrument used in this event has not been returned for a failure analysis investigation. At this time, it is unknown if the system's seal complete tones where heard during this sealing event. A review of the device logs for the vessel sealer (part# 480422-01 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the vessel sealer was last used on (B)(6) 2021 via system serial# (B)(4). The vessel sealer extend is a single-use instrument. A review of the site's complaint history was performed and there were no other complaints related to this instrument. A failure analysis engineer observed the logs for the vessel sealer extend used during this procedure and the following information was provided: nothing was observed in the logs that would indicate an instrument failure. This vessel sealer extend instrument was initially used with an erbe, but was switched to an e-100 which was used for the remainder of the procedure. A ¿jaw angle open¿ event occurred indicating that the cut function was activated while the jaws were open too wide to allow for cutting. After this event, two final seals were completed with the e-100. The system logs were pulled for this procedure, but no relevant errors were observed. This event has been deemed a reportable adverse event and malfunction as the customer reported that the vessel sealer extend instrument insufficiently sealed tissue and it is unknown if the system provided the expected seal completion tones to indicate sufficient sealing. As a result of the sealing issue, there was bleeding which caused the surgeon to convert to an open surgical procedure to control the bleeding. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy, a vessel sealer extend instrument insufficiently sealed while connected to the erbe. The instrument was then connected to the e-100 generator and the system indicated that the seal was completed twice, but when the instrument jaws were opened the tissue was not completely sealed and bled. The procedure was converted to open to control the bleeding. Follow-up: on 15-june-2021, intuitive surgical inc. (Isi) contacted the surgery manager and additional information was obtained about the complaint: the surgeon believes the issue was caused by an instrument malfunction. The patient lost about one liter of blood during this event. The patient was in recovery after the procedure.